Event description:
The user received questionable ise results for two patient samples. Of the data provided, the results for sodium and potassium were discrepant. All results are in mmol/l. Patient sample 1 initial sodium result was 155 and the repeat result on integra 400 serial number (B)(4) was 135. The repeat result on the original analyzer was 135. The initial potassium result was 4.4 and the repeat result on integra 400 serial number (B)(4) was 3.8. The repeat result on the original analyzer was 3.8. Patient sample 2 was from a male patient born on (B)(6). The initial sodium result was 157 and the repeat result on integra 400 serial number (B)(4) was 137. The repeat result on the original analyzer was 136. The initial potassium result was 4.6 and the repeat result on integra 400 serial number (B)(4) was 4.0. The repeat result on the original analyzer was 3.9. The incorrect results were not reported outside the laboratory. The patients were not adversely affected. The sodium electrode lot number was 21594532 and the potassium electrode lot number was 21594027. The field service representative determined there was a fluidics failure of the ise tubing. He replaced all the ise tubing and adjusted the mix/dry pressures. He trimmed the reference electrode tubing, performed an ise washtime, changed a probe, inspected the syringes and valves and cleaned the mixtower. To verify the analyzer operation, he ran ise performance checks with acceptable results and performed precision testing. He observed proper analyzer function during the performance check and precision testing. The user ran calibration and quality control with all results within range.